Event description:
It was reproted that "pt burn on leg."

Manufacturer narrative:
The actual device is being retained by the facility. We are attempting to gain additional info regarding this complaint, and also attempting to obtain photos of the incident. Upon the receipt of additional info and photos, our quality engineer will do an investigation. No lot code was provided by the facility, therefore the device history record cannot be received. We will file a supplemental report when the investigation is completed.